Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjz148 batch number, and no non-conformances were identified. Investigation summary: it was received for analysis an empty opened foil, an empty labeled winding former and a used needle-suture of product code sxpp1a405, lot pjz148. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a hip replacement on (B)(6) 2020 and a barbed suture was used. Pre-op, it was found the fixation feature detached in the newly dispensed suture when it was taken out of package and it was about to be used for sewing. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the sides of the fixation tab were broken. No additional information could be provided.